Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was damage. The customer¿s blood glucose was unknown. Customer states the reservoir ring was able to lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a partial display to missing segments on a physically damaged lcd display. Unable to perform the self test and the displacement test or verify missing segments or partial display due to display anomaly.